Manufacturer narrative:
In the initial report it was reported that the manufacturing date for the system was 03/31/2008. However, the manufacturing site has provided the date as 2007. A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with epithelial cells under center of flap in right eye at 3 month post op. Patient returned (B)(6) 2017 for surgeon to evaluate and decision was made to lift the flap to remove ingrowth in right eye. It was stated that the patient had no loss of best corrected visual acuity (bcva) however, post op refraction shows more than 2 lines loss of bcva for the right eye. The patient complained of blurry vision in right eye. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2017: right eye pre-op 20/20 -2.50 x -.75 x 105, left eye pre-op 20/20 -2.50 x -.50 x 85. Bcva from (B)(6) 2017: right eye post-op 20/40 -.50 x -.50 x 150, left eye post-op 20/15 1.25 x -.75 x 40.